Event description:
Infant was in an infant radiant warmer and being transported from the birthing room to when the side panel was engaged on a door jam. The panel fell and the infant fell to the floor.